Event description:
The report received indicated that the filter got stuck in the catheter and could not be deployed. Additional info indicated that the filter perforated the sheath. The sheath was removed with the filter in situ. After withdrawal of the sheath containing the filter, a new percutaneous puncture of the right common femoral vein was performed and the procedure was completed with a cook gunther tulip filter. Further info indicated that the pt had quite tortuous vessels, which may account for some of the problem.

Manufacturer narrative:
The product has been returned for eval and testing. However, as of yet the eval has not been completed. Additional info will be submitted within 30 days upon receipt.